Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found. The initial reporter's first and last name were included in the reporter name on the initial MDR. Correction: filled out initial reporter's first and last name.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after experiencing heart failure. Upper out of range pacing lead impedance measurements were observed. A computed tomography scan did not detect anything unusual. The physician failed to implant an epicardium cardiac resynchronization therapy due to the connector configurations not being compatible. The device was explanted and replaced and the lead was capped and replaced. The patient is safe and recovered from the symptom. The patient was then discharged.